Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was offline 19 days and unable reconnect. A technical support specialist (tss) had followed the attached knowledge article manual recovery required - data sync invalid upload change tracking value to recover the data sync, monitored the station until no variation in change tracking was reached, and confirmed with the customer that no further issues occurred after validation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was pulled offline due to flooding and was no longer resyncing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.